Manufacturer narrative:
Evaluation of the returned device verified the customer information as valid. The scalas were loose. As a preventive maintenance, two locking screws will be replaced. The plastic tips of two screws were damaged. Device must be recalibrated. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Linked to mfg report number: 3004608878-2020-00332.

Event description:
This is 1 of 2 reports. It was reported that when using the newly delivered crwpbs phantom base assembly for the first time, the screws of the plate were loose. There was no patient contact or injury. The issue was discovered during surgery; the patient was already in the operating room. The event lead to a significant increase in surgery time of 1 hour. The surgery was completed with a second existing system.